Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-nov-2022. H6: investigation summary bd received a used 20 gauge nexiva unit from lot 2210277 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the v-clip was not fully extended. Next, the engineer attempted to remove the tips shield from the catheter adapter but resistance was felt before separation. The engineer then inspected the tip shield under a microscope and found that the hole where the needle threads through was damaged. The shape of the damage appeared to be a tear drop. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect due to a misalignment between the cannula and the tip shield. H3 other text : see h10

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the safety mechanism did not deploy. There was no report of patient impact. The following information was provided by the initial reporter: - noted faulty nexiva #20 the needle did not deploy from the hub of the nexiva.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in the safety mechanism did not deploy. There was no report of patient impact. The following information was provided by the initial reporter: noted faulty nexiva #20 the needle did not deploy from the hub of the nexiva.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.